Event description:
During surgery, coagulation mode would remain active when coagulation button on device was not pressed by surgeon. Surgeon switched to traditional electrocautery.

Manufacturer narrative:
Product event # (B)(4) testing performed: visual inspection -devices: peak plasmablade 3.0s -product p/n: ps210-030se -rga# 700257722-por -lot# 0206604044 -qty: 2 expiration date: 2015-07-01 -returned in corrugated cardboard (B)(4) box. -both devices returned in their original packaging, with tyvek lids still attached to trays. Tyvek lids were included. Lids indicate the devices came from lot 0206604044 and expire 2015-07-01. Device 1 was returned in its plastic guard. Device 1 appears to have been used as there is some blood spatter present on the handle of the device and light charring, indicating the device had been activated. Device 2 appears to have seen heavier use, as indicated by a greater quantity of blood on the handle and an increased amount of charring. Nothing appeared to be damaged on the devices. All components were intact. No particulate or contaminants appeared present near any of the buttons of either device. Functional inspection: both devices were connected to a pulsar ii generator (ps100-102), eqp# (B)(4) (calibration due date: (B)(4) 2013) both devices showed the 'e5 error code - mono-polar handpiece has reached end of life' when connected to the generator. -the bypass connector was used to test the functionality of the devices. The devices were activated in grounded saline at cut setting 10 and coag setting 10. This test yielded expected results. Sticking of the coag button was not observed. Due to the inability to replicate the complaint in grounded saline, both devices were tested with chicken breast. The bypass connector was again used to test functionality of the device. The devices were activated in chicken breast per specification pd-00010 rev b for 2.5 minutes at cut setting 5, 2.5 minutes at cut setting 10, and 5 minutes at coag setting 10. A stop watch was used to record time, eqp#(B)(4) (calibration due date: 4-20-14) this test produced acceptable results. Once again, no button sticking was observed. Investigation conclusion: the complaint was not confirmed for these devices. Evaluation of the devices using a pulsar ii generator and bypass connector, in both grounded saline and chicken breast, yielded acceptable results. The devices functioned as intended; no button sticking was observed. We were unable to replicate the complaint, and as a result, no further root cause analysis can be carried out. (B)(4).

Event description:
During surgery, coagulation mode would remain active when coagulation button on device was not activated by surgeon. Surgeon tried two devices with same result before switching to traditional electrocatuery.

Manufacturer narrative:
(B)(4) method: product received by manufacturer and pending inspection. Results: product received by manufacturer and pending inspection. Conclusion: product received by manufacturer and pending inspection. Product event: (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.